Event description:
It was initially reported that the patient experienced pain, swelling, and warmth at the pocket site of their implantable neurostimulator (ins) which occurred 2 days ago. It was also noted that there was a possible infection. The patient had no falls or trauma to the area. It was later confirmed that the patient did have an infection around the ins battery and that their physician wanted to remove the ins and implant it on the patient¿s other side. It was reported that the patient did have good coverage from the ins therapy. Follow up information received confirmed that the physician removed the entire ins system and that the patient was treated with antibiotics (both anaerobic and aerobic). The patient was reported as doing well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# v041096, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: extension. (B)(4).